Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported in the summer of 2016 they were doing some yard work and had the implantable neurostimulator (ins) running during that time, and it shocked them ¿really good,¿ and the settings the consumer had were causing more discomfort. Following this the consumer stopped using therapy until they met with the manufacturer¿s representative (rep) on (B)(6) for reprogramming where they were given more programs they were able to use more comfortably.